Event description:
Pt found unresponsive with both needles dislodged from thigh graft, pool of blood noted under pt's chair. Machine not alarming and "bfr" at 330. Nurse turned off "bfr" immediately. Bevel of venous needle was found on the floor under the chair. Staff believe arterial needle dislodgement immediately preceded discovery of pt because staff noted no air in the system at time of discovery.